Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while hospitalized for hypokalemia, it was noted that the patient's skin at the cardiac resynchronization therapy defibrillator (crt-d) implant site was thinning and had eroded, exposing the device. The system was removed and the patient later received a new system implanted in the abdomen. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.